Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings:a review of the pump history indicated a 0.00unit basal programmed had run on 09/25/2015 from 22:51 to 23:51. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2unit per hour basal rate; at the end of the 24 hours, the basal history correctly reflected 2units per hour and the total daily dose history correctly reflected 48units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) over 30mmol/l. There were no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. During troubleshooting, the reporter noted that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged basal delivery discrepancy.